Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report

Event description:
Implant failed due to fracture at implant the initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report

Event description:
Implant failed due to fracture at implant.